Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Surgeon reports via our sales rep that the tibial component did not connect with the cement, it could be removed without difficulties and completely intact from the surrounding cement. He further reports that he did not notice anything outstanding or deviant during cementing. Moreover, surgeon states that he cemented in another tibial component and that the pt was not impaired. Surgeon asks for a check of the surface coating.